Event description:
It was reported that balloon rupture occurred. The 2.00mm x 20mm maverick balloon catheter was advanced to the target lesion. The balloon was inflated however it ruptured at an unknown atmosphere and at an unknown number of inflation. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).